Event description:
It was reported that this pacemaker system was explanted due to infection and sepsis in the pocket. In order to provide temporary pacing, the pacemaker was stitched externally to the patient's right upper chest and a new right ventricular lead was implanted. The entire system was later successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at a boston scientific post market quality assurance laboratory this device was thouroghly analyzed. Baseline function testing found no failing conditions for this device and no problem could be detected. The allegation of infection could not be confirmed by the analysis performed. It was concluded that infection is known inherent risk of this device.

Event description:
It was reported that this pacemaker system was explanted due to infection and sepsis in the pocket. In order to provide temporary pacing, the pacemaker was stitched externally to the patient's right upper chest and a new right ventricular lead was implanted. The entire system was later succesfully replaced. No additional adverse patient effects were reported.